Event description:
It was reported by service report that the customer alleged that the stretcher could not be raised. Stryker technician could not duplicate the event; the product meets and performs to spec. No pt involvement or adverse consequences are reported.